Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and dim pump running leds was not confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. The provided information stated that the controller was displaying low voltage advisory alarms immediately when disconnected from a power source. Upon initial interrogation six low voltage alarms were seen as well as the pump parameters on the system controller. The controller was also not displaying both green arrows on the top face of the controller. There is flow displayed on the controller, and they can hear vad tones. The controller was exchanged during the driveline repair. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms including low voltage alarms. The IFU states how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was displaying low voltage alarms when immediately disconnected from a power source. The system controller was also not displaying both green arrows on the top face of the controller. Upon initial interrogation six low voltage alarms were seen as well as the pump parameters on the system controller. There was flow displayed on the system controller, and the ventricular assist device tones could be heard. An external driveline repair was performed on (B)(6) 2025 with no issues. There were no alarms prior or post repair, and the system controller was successfully exchanged during the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.